Manufacturer narrative:
H6 (device code): appropriate term/code not available (3191) for device perforation investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc)/organ perforation, pain, dyspnea, limited activity, limited mobility and depression. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, dyspnea, limited activity, limited mobility and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown; however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right femoral vein due to post pulmonary embolism (pe). Patient is alleging vena cava and organ perforation. Patient notes and further alleges experiencing "long distant walks, pain down legs, chest pain, hard time [illegible] breath, sharp pain on [illegible]", limited physical activity, limited mobility and depression. Per the ivc (inferior vena cava) filter placement dated (B)(6) 2007: "infrarenal placement of tulip venacaval filter in satisfactory position. If clinically indicated, this may be removed in interventional radiology for up to 8 weeks". Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018: "there is a vena cava filter present below the level the renal veins. There are a couple of tines posteriorly, medially and laterally which extend extrinsic to the confines of the ivc".

Event description:
12nov2018, per a report from computed tomography 2; ¿the filter is tilted left anterior with its proximal cone against the ivc wall. The anterior strut penetrates 9 mm through the ivc wall. The left strut penetrates 1.9 mm through the ivc wall. The posterior strut penetrates 10 mm through the ivc wall. The right strut penetrates 7 mm through the ivc wall.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, h6. Investigation. The following allegations have been investigated: tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.